Event description:
It was reported that the patient was not feeling well when the device settings were changed during a rate drop response (rdr) intervention. The device was reprogrammed to the original rate settings and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.